Event description:
It was reported that during an initial implant procedure on a pacemaker device, the physician opted to implant a boston scientific pacemaker lead at the bundle of his (his). While the physician was attempting to remove the non-boston scientific catheter after the his lead was successfully positioned, it was noted that the lead became dislodged. Subsequently, the physician opted to implant a non-boston scientific his lead. No adverse patient effects were reported.